Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3072, with lot crnb44, conformed to the specifications when released to stock in 21st november 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
This is retrospective study for bactiseal catheter safety assessment. The medical history record was reviewed and it was found that the patient accepted v-p shunt on (B)(6) 2015. No anomaly occurred during procedure. After procedure the patient kept twitching his arms and legs on (B)(6) 2015. Anti-epileptic treatment was performed. Depakin and keppra drug were taken for repeated symptom. The patient condition changed better and he was discharged. The surgeon's opinion is that maybe it is related with product.